Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown and no abnormal impedances were found. Interrogation of the implantable neurostimulator on (B)(6) 2013 noted that the ins appeared to be working fine. It was noted that the patient would turn the device off at night. In addition it was reported that the right ins was replaced on (B)(6) 2013 for a low battery. The device was reprogrammed on (B)(6) 2013 at which time the patient denied any problems. No patient symptoms were witnessed during the event. Hospitalization was not required for the event. The patient outcome was not reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient¿s stimulation was turning off about twenty minutes after the patient turns it back on. This was happening on a stimulator that was implanted the friday prior to report. It was noted that this continues all day long. It was unknown if this started at implant or a few days after. It was also unknown if there were any falls. The patient¿s symptoms return when it is off. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v139132, implanted: (B)(6) 2008, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
Follow up reported the nurse checked the activation journal and found that the stimulator was not turning off. It was noted the patient ¿acted surprised and embarrassed.¿ it was further noted the patient was referred to psychiatry. There were no other issues with the patient¿s therapy.